Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. This complaint has been evaluated. No lot number is available therefore, a detailed investigation or batch review cannot be conducted and the evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Complaint received reporting a kink in the device while in use for a ventilator dependent patient. Reporter stated that "cuff checks were good and volumes on the ventilator were good but couldn't pass the suction catheter down the tube. Noticed the tube was kinked about middle of the way on the shaft of the endotracheal tube. Pressure maintained between 20-30cm h2o. After re-intubation, the patient was fine." Reporter was able to provide a photo of the tube after the patient was extubated.